Event description:
It was reported that t-wave oversensing (twos) was present on the patients right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: pb1018, transcatheter pulmonic valve; implant: (B)(6) 2011; model: 5076-58,lead; implant: (B)(6) 2011; model: 6996sq58, lead; implant: (B)(6) 2011. (B)(4).